Event description:
As reported by the user facility through medwatch. The passive safety device did not fully engage upon retraction. The nurse was stuck by the needle. What was the original intended procedure: IV insertion. Device usage problem: device malfunction-that is, the device did not do what it was suppose to do. Device not available for evaluation-no samples. (B)(4).

Manufacturer narrative:
(B)(4). The actual sample is not available for evaluation. Multiple attempts to obtain additional information were not successful. Without a sample and/or lot number, further evaluation was not possible and no specific conclusion can be drawn. A historical review of the complaint database did not identify any adverse trends of this nature. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b.braun (B)(4). If the sample and/or additional pertinent information becomes available, a follow up report will be filed. (B)(4).